Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump repeatedly prompted customer to go through the fill tubing process. Reportedly, the cartridge was changed and insulin delivery was resumed. There was no reported impact to customer's blood glucose.